Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: , serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator.

Event description:
The healthcare provider (hcp) reported via a manufacturer representative (rep) that the patient was implanted in december and never recharged. The hcp informed the rep that she was seeing the recharge screen, but with no coupling bars shaded in on both devices. One battery showed depleted and one showed a power on reset (por). The rep thought it was maybe overdischarged and was not sure if a physician mode recharge (pmr) was done. There were no associated symptoms. The rep later reported that the programming nurse provided a second recharging unit along with the patient&#62688;and he was able to recharge both devices. All therapy was going well and there were no further issues. The patient's indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the patient had a previous overdischarge situation. At some point they were pulled out of the overdischarge. The caller also stated that they were aware of another case where the patient's device would deplete and turn off but the patient would still be able to turn ins on before charging. It was stated that it was reported in the past. There were no symptoms reported. There were no further complications reported.

Manufacturer narrative:
Correction to show code missing from previous regulatory report. If information is provided in the future, a supplemental report will be issued.